Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿higher failure rate of two-stage revision for infected knee arthroplasties in significantly compromised (host-c) patients¿ written by hosam e. Matar, et al, published in european society of sports traumatology, knee surgery, arthroscopy, https://doi.org/10.1004/s000167-018-5051-y, published 18 july 2018, was reviewed. The aim of this study was to evaluate the clinical outcomes of a consecutive series of host-c patietns with chronically infected total knee arthroplasties treated with two-stage revision and prospectively followed with a minimum of two-year follow-up. Host-c patients are hypothesized to correlate with worse clinical outcomes. Products used: s-rom noiles, depuy there was one patient who originally had mixed growth of methicillin-resistant s. Aureua (mrsa) and enterococcus coalse had recurrence of infection with mrsa, declined any further surgical treatment and treated with suppressive antibiotics. It should be noted the original implants used at initial operation were not named; patellar resurfacing was not discussed in the article; and cement was non-depuy.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.